Manufacturer narrative:
The customer's reported complaint of ua18 (max take-up revolution exceeded) error message was confirmed based on the archive review however during the functional testing using test manikin for approximately 16 minutes, the reported ua18 error message was not able to duplicate. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore the exact root cause could not be determined. The user advisory error messages are designed into the platform when one of several conditions is detected. Ua 18 alerts the operator that either the patient was too small or there was no load change detected during take up of the lifeband. Ua 18 is a clearable error message. This error message was not observed during functional testing and therefore, was probably cleared before zoll received the device for evaluation. Visual inspection was performed and observed that the top cover and front enclosure of the platform was heavily damaged as well as the battery cable. Review of archive data showed multiple faults of ua18 (max take-up revolution exceeded) on (B)(6) 2017. An additional repair, unrelated to the reported complaint, an update was completed to ensure that the autopulse platform was functional without issue. The top cover, front enclosure of the platform and battery cable was replaced to fix the damaged of the platform. Once the repair was completed, the autopulse passed the run in test and final functional testing with no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua18 (max take-up revolution exceeded) error message upon powering on. No patient involvement was reported.